Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia while using the device, coincident with recent weight loss and interest in updating weight or resetting the algorithm. Symptoms included low blood glucose measurements down to 49 mg/dl with multiple daily low episodes, for which the user ingested oral glucose and a banana, and no other acute symptoms were reported. Outcomes included successful self-management without hospitalization, professional medical intervention, or need for assistance. Investigation included a review of complaint details and user-reported alerts and responses. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause, and the device had provided low and urgent low alerts; the device has not been returned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.